Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The patient required extended hospitalization as the patient stayed overnight to monitor. The device evaluation was completed on 30-jan-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event is the procedure. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Initially the lot number was unknown. However, during the device evaluation, the lot number was retrieved. Therefore, processed d4. Lot, d4. Expiration date, d4. Primary UDI number and h4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Post ablation, as the physician was doing an effusion check with intracardiac echocardiography (ice), he noted a small pericardial effusion. It was mostly located under the cavotricuspid ishmus (cti) line. They monitored it for a bit and then the physician decided to perform a pericardiocentesis. About 140 cc of blood was removed off the pericardial space. The patient was stable the whole time and recovered after the pericardiocentesis. It was also reported that when starting the case, it was discovered that the ngen to patient interface unit (piu) radiofrequency (rf) cable connector was damaged. The grey plastic connector that connects the rf cable to the piu was cracked all the way around the tip of it and barely hanging on. It is not clear how the damage occurred. They were able to use the cable for the procedure. They were able to disconnect the cable after the procedure with no issues. Additional information was received. The physician's opinion on the cause of the adverse event is the procedure. The outcome of the adverse event was improved. The patient required extended hospitalization as the patient stayed overnight to monitor. One transseptal puncture site was performed. No steam pop was evident. No error messages observed on bwi equipment during the procedure.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).